Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 27. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.